Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in the ER department with complaints of muscle twitching. It was confirmed that the lv lead was no longer capturing. On (B)(6) 2020, the patient was brought to device clinic. The lv lead was programmed off. The patient was sent for an x-ray and confirmed lead dislodgement. The lv lead will remain off. The patient does not want another surgical procedure to reposition the lv lead at this time. The patient was told to contact the ep office if he decides to proceed to lead repositioning. At this time, no further intervention is planned. The patient was is stable.